Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The 2008k2 hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res could not duplicate the problem. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. The res verified that the machine was operating properly. Therefore, the complaint is not confirmed.

Event description:
A user facility administrator reported that the fresenius 2008k2 machine had displayed the correct amount of ultrafiltration (uf) fluid removal at the end of a patient¿s treatment, but the patient had not lost enough weight. Follow-up information with the nurse revealed that the patients are weighed with an electronic scale. The patient did not eat or drink anything except a 4 oz cup of ice. There were no adjustments made to the uf goal, rate, or time during the patient¿s treatment. No patient adverse effects or injuries were experienced, and no medical intervention was required. The patient was instructed to limit fluid intake until the next scheduled treatment. Following the event, the machine was removed from service for on-site evaluation by a fresenius regional equipment specialist (res). The res verified that the uf volume was within range. A simulated treatment test performed by the res could not duplicate the problem. All functional checks passed. The machine is currently not in use at the user facility. No parts are reported to be available to be returned to the manufacturer for evaluation. No further information has been made available at this time.